Event description:
The nurse reported prime/tune issues before the case began. Additional information received from the nurse stated the posterior capsule was ruptured during the case and the lens dropped into the back of the eye. An anterior vitrectomy was performed by the surgeon. The patient was referred to a retina specialist.

Manufacturer narrative:
The company service representative examined the system and did not find a problem with the system. The software was updated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate an additional related complaint associated with this system. A review of service requests for the last 24 months did not indicate any additional related reports for this system. (B) (4). (B) (4).